Event description:
Diagnosis: thoracic aortic aneurysm. Lesion: aortic arch. Procedure: aortic arch replacement. Hemashield arch 26mm was used for aortic arch replacement procedure. The graft was used for the cardiopulmonary bypass (extra-anatomic circulation). During the aortic arch replacement procedure, blood leaked from the graft. Amount of leak (quantity not reported) was not excessive and the procedure was contined without any additional treatment. Duration of extra corporeal circulation was 5 hours, pt's temperature was 27 degree celsius. The pt is doing well, now. Note: the safety and effectiveness of this product for extra-anatomic use has not been established by the MFR and using this device is an exra-anatomic position is addressed in the precaution statement of the instructions for use.